Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us. The product code listed and the PMA# are based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent damage was confirmed. The difficulty to remove the sds from the guiding catheter was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual/dimensional/functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 4.0 x 23 mm rx xience prox stent delivery system (sds) was advanced to the lesion; however, the stent could not be deployed. As the device was being removed, the sds caught on the guiding catheter and the stent struts were bent. The sds and the guiding catheter were removed together. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.